Manufacturer narrative:
Update: a complaint database search did not show any additional reports against the lot code. The investigation could not draw any conclusions about the root cause of the reported event based on the newly provided information. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving the lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required to search the complaint database by lot code was not supplied. The investigation could not draw any conclusions about the reported event without the product to examine and insufficient product information. It was noted the product was implanted for approximately eighteen years prior to revision. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The pt was revised because of femoral loosening at the cement/implant interface with unk cement MFR. Osteolysis was noted.